Manufacturer narrative:
Additional information was added: device manufactured between april 30, 2019 to may 02, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that after removing the fill port cap, loose black particulate matter (pm) was observed on the inside of the fill port cap. Further investigation was performed, and it was noted that the particle was elongated, flat, mottled brown and white with an irregular border. The particle was approximately 2.0 mm as measured as longest linear length. The particle was isolated and analyzed using fourier transform infrared spectroscopy with a microscope module. The spectrum of the white portion of the particle was consistent with acrylonitrile butadiene styrene (abs) and the spectrum of the brown portion of the particle was consistent with oxidized abs. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed on the fill port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed prior to use. There was no patient involvement. No additional information is available.